Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after weight loss the patient began experiencing pain at the ipg site. Surgical intervention was undertaken to reposition the ipg pocket and replace the ipg on (B)(6) 2024. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.